Manufacturer narrative:
Sample from the patient was submitted for investigation and the customer's results were reproduced. The positive results were determined to be correct and the assay was found to be performing within specifications. Different results from other test formats are often found for toxoplasma igg due to the higher sensitivity of the roche assay.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received questionable igg antibodies to toxoplasma gondii (toxo igg) results for one patient sample tested on multiple analyzers. From the cobas e411: (B)(6) 2015: 122.8 iu/ml (reactive). Reagent lot was 183495. 10/19/2015: 116.1 iu/ml (reactive). Reagent lot was 183495. (B)(6) 2015: 131.1 iu/ml (reactive). Reagent lot was 187443. Architect (abbott) using an aliquot of the sample: (B)(6) 2015: 3.5 iu/ml, 3.8 iu/ml, 3.0 iu/ml (non-reactive) vidas (biomerieux) using an aliquot of the sample: (B)(6) 2015: 3.9 iu/ml (non-reactive) the result of 122.8 iu/ml was reported outside the laboratory. The patient was not adversely affected. The reagent expiration dates were requested, but were not provided.